Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic failure. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the failure. The fse performed a full calibration, and tested the unit. The unit passed all functional and safety tests. The unit was returned to the customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.